Event description:
It was reported that the customer experienced issues with touchscreen responsiveness on their pump, where the screen sometimes required multiple taps to register input and occasionally went dark. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer on the pump's task prioritization and provided best practice tips for interacting with the touchscreen, explaining that inadvertent touches might lock the pump for safety. The customer understood and acknowledged the explanation.